Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the needle detached when opening the suture. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there is a previous complaint of this code batch for the same issue (closed as not confirmed) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture with one open but unused sample with the needle detached from the thread (without aluminum pouch but the thread is still wound on the pack). We have also received one open but unused sample with the needle detached from the thread (without aluminum pouch but the thread is still wound on the pack). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received shows that the needle escaped from the thread. Final conclusion: despite receiving a defective samples, without closed samples a suitable analysis cannot be performed. However, considering that there are open and unused samples detached and still wound on the pack, and that there are previous complaints for this code-batch for the same issue, we will consider this complaint confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen. CAPA number 413196.